Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488, implantable pacing lead, (B)(6) 2006; 694965, implantable tachy lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged into the atrium. The lv lead was explanted and replaced. It was also reported that the right atrial (ra) lead was dislodged during the prophylactic removal of another lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.